Event description:
Per the clinic, the patient suddenly stopped hearing after he fell and hit his head on the site of the implant.explant and reimplantation is planned, but had not taken place at the time of this report.